Event description:
It was reported that the patient with this neurostimulator was experiencing lack of efficacy and pain in their tailbone. Discomfort and undesired sensations were also noted. The patient had their stimulation setting and programs adjusted multiple times during the prior three months. They noted that the stimulation helped with their incontinence symptoms for a few days, but then their symptoms return. The patient stated that their symptoms fell below baseline. They were considering having the device removed but decided against it due to the occasional relief the device provided. They did not want to turn off their stimulation. The patient expressed feeling discouraged and frustrated since their therapy was once going well. The patient had been reprogrammed many times, but their symptom relief remained inconsistent. The patient continued to leak 4-5 times a day and attributed it to their physician setting their stimulation uncomfortably high. They adjusted their stimulation again to assess. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).